Event description:
It was reported that the system had a control panel error. This error causes the system to immediately shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage of power supply near control panel processor board was evaluated and adjusted to optimum operating voltage. The power supply connector was reseated. The system was tested and found to be working as intended and returned to service.